Event description:
Customer reported she changed her battery too slow and the device alarmed battery out limit. She changed the battery twice to try and clear the alarm, but the issue persists. Customer's blood glucose is 277 mg/dl. She cannot rewind the device. The time is incorrect. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive down arrow button due to corroded keypad traces. Unable to verify the blood glucose reminder function or to verify the battery out limit alarms due to the keypad anomaly. The device also was received with operating currents within specification. The unit did power up properly after battery installation. No unexpected insulin pump reboot anomaly noted. The device had severely scratched lcd window.